Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer abutment for evaluation. Visual evaluation was performed. Implants shows signs of wear/use. There is bone tissue on external threads. Abutment attached to implant was cut during removal process and that cut extends to the implant's collar. Unable to identify any external implant fracture and unable to remove abutment for internal assessment. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00556-haz rev 4, the most likely root cause determined from the investigation was user caused. Therefore, based on the available information, device malfunction did occur. The abutment was stuck to the implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that abutment stuck in implant. Stuck during the crown restoration and was having pain. Implant had to be removed.